Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime, compromised forced sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated drive support cap was normal. Customer was able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.